Event description:
Customer reported pump alarms with red lights. Problem found during biomed testing. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for eval.